Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes d10: returned to manufacturer on: 28-feb-2023. H6: investigation summary 2 samples were received and tested by our quality team. The male luers were visually analyzed and one had a collar completely broken while the other was visibly cracked verifying the complaint. A microscope was used to further analyze and the collars were clearly crushed by a significant force. The manufacturer was contacted for further investigation into the root cause. There is a possible root cause of damage during packaging process but without the packaging material or the lot this is impossible to determine- the root cause remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that during use with bd maxzero¿ multi-fuse extension set with needleless connector it disconnected from fem line and the threaded collar connector was cracked. The following information was provided by the initial reporter: bd maxzero quad-fuse disconnected to draw labs from fem line. Upon reconnecting, the threaded collar connector cracked. Remained secured on the fem line, but upon inspection several cracks were seen throughout collar.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd maxzero¿ multi-fuse extension set with needleless connector it disconnected from fem line and the threaded collar connector was cracked. The following information was provided by the initial reporter: bd maxzero quad-fuse disconnected to draw labs from fem line. Upon reconnecting, the threaded collar connector cracked. Remained secured on the fem line, but upon inspection several cracks were seen throughout collar.